Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) had distorted haptic and the trailing haptic was not tucked and sticking out which could not be adjusted. The haptic was facing the wrong way which could not be turned/rotated without scratching/damaging the lens. The account believed it was because the haptic was damaged. There was no other issue with the lens and the procedure was completed using another lens. There was no patient contact with the original lens. There was no user error involved. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: oct 7, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge and with the lens overridden by the plunger rod. The trailing haptic could also be observed to be unfolded. Furthermore, the cartridge tip could also be observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the observed issues were identified. The complaint lens was removed from the cartridge and cleaned, revealing creases from being folded inside of the cartridge. No further issues were observed. Conclusion: the reported complaint issue of trailing haptic not folded was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other reported complaint issue haptic damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.